Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on the customer's first day of pump therapy, customer had a seizure and blood glucose (bg) was 45 mg/dl. Paramedics administered glucagon and transported customer to the emergency room (ER). Intravenous glucose was administered. ER personnel disconnected customer from the pump. After 4 hours, customer left the ER "alert and oriented". Bg was 120 mg/dl. Pump was placed in storage mode and manual injections were used for insulin therapy. Contact was unsure of the cause, declined to provide further information, and declined tandem technical support's offer to perform a pump system check.